Event description:
It was reported that the patient presented for a generator change procedure. Prior to the procedure, upon interrogation, the right ventricular lead (rv) exhibited noise oversensing which led to pacing inhibition. The rv lead was capped and replaced on 20 mar 2023. The patient was stable throughout.